Manufacturer narrative:
(B)(4). G2- canada. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a nurse opened the broach caddy and found that the broach was missing teeth. There was no reported patient involvement. There is no additional information available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Visual inspection of the returned product identified signs of repeated use and some of the teeth have fractured off. The fractured teeth were not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed based on product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.